Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What tissue was the needle being used on? What was the condition of the tissue (normal, thin, calcified, fragile)? Can you clarify the lot number used? How was the needle being held during use? What tissue was the needle retained in? Was more than half of the needle retained in the patient? What date was the second procedure to remove the needle piece? Were the needle pieces removed from the patient? Do you have the needle to return for evaluation? What are the patient age, weight, medical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent vaginal procedure on (B)(6) 2018 and suture was used. The needle broke between the proximal and 2/3 distal during the procedure. An additional procedure was indicated on an unknown date to remove the needle. The current condition of the patient is unknown. Additional information has been requested.